Event description:
Device complication: dislodged stent; time of complication: during procedure; symptoms: none reported. While working in a very tight, stenotic renal vessel where a previously placed herculink stent (since 2000) restenosed, a voyager balloon was inserted to pre-dilate. The balloon was removed and an attempt was made to stent the lesion. A viatrac plus was used and again pre-dilated. While doing this, the herculink elite was advanced into the osteum of the renal artery and the renal stent was pushed too far in the renal artery. The stent slid off the shaft. An attempt was made to re-shape either the stent locked in place. There was no reported injury and no add'l info available.